Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. 2 incidental finding has occurred when initiating a reading. While attempting to send a reading with the returned 3g modem. The unit was unable to perform patient data backup due to connectivity failures that occurred for this 3g unit. These failures are likely attributed to the 3g sunset. In result a golden 3g modem was then used and was able to successfully preform a patient data backup (sending reading). The handheld button was unable to respond when being pressed. A golden handheld button was used to follow the commands of the handheld portion of the diagnostic test but was still unable to respond. Two additional attempts were performed while using a golden handheld pcb and pairing it with the returned keypad button. In result unit was still unable to pass the handheld portion of the diagnostic test. Another attempt was performed using both the golden handheld board and golden button and still was unable to complete the handheld portion of the diagnostic test. A final solution was performed by using a golden handheld from another i3 unit (testing unit) and was then able to pass the handheld diagnostic portion of the test. No further investigation is required for this connectivity issue.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.